Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and the pump shutting down. The customer's blood glucose level was 511mg/dl. The customer addressed bg level with a manual injection (mdi) and continued using mdi for insulin therapy.